Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open rash that resembled a heat rash. There is no information to suggest that the patient required medical attention. The medical outcome is unknown.